Manufacturer narrative:
Product analysis: the device failed sensitivity testing. It was determined that calibration was necessary to resolve the issue. The upper and lower cases were broken, all control knobs were cracked, both bail covers were cracked and the attachment ring was bent. Repairs are contingent on customer approval. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for routine maintenance and subsequently tested out of specification. There was no patient involvement.

Manufacturer narrative:
(B)(4) 2018, product analysis, continued: all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.